Manufacturer narrative:
On an unknown date the patient's pd catheter was removed due to the event, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). It was reported that the patient was not recovered from the event, however, was discharged from the hospital and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "had not changed the t-set from last 9 months". On an unknown date, the patient was hospitalized for this event. On the same day as the event onset, the patient began treatment with vancomycin injection (1gm, start dose, route, frequency and duration were not reported), amikacin injection (250mg, start dose, followed by 100mg, intraperitoneal, ongoing, frequency not reported) and imipenem (1g, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.